Event description:
Initially noted flat black moles along panty line bilateral. Largest approximately 2-3 cm in diameter located on the left, and the one on the right was approximately 1-2 with dark discoloration of the inner labia in multiple areas. Followed up with ob/gyn (B)(6) 2015, initial biopsy obtained resulted (B)(6) 2016 squamous cell carcinoma (vulva cancer). At age (B)(6), underwent surgery (wide resection modified vulvectomy) on (B)(6) 2016. Of note, no pre-existing factors noted i.e. No (B)(6), no genital warts, no multiple sexual partners. The only things constant in past 13 years is the use of always pads for initially menses, then urine leakage daily. The positioning of the cancerous lesions were along the area that the pad would come in contact with, the external labia.